Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. The customer replaced the 3rd party usb data cable from their existing inventory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. In order to power the device back on they had to shake it. There was no patient use associated with the reported event.